Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿96, 181 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. This complaint is being ruled out as a reportable event due to the following conclusion : the product did not cause or contribute to a serious injury. The patient did not experience any symptoms or seek any medical attention because of the reported issue. In addition, there was no evidence that the product malfunctioned.